Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5112849). The patient alleged irritation and itching in eyes, watery eyes, aches in eyes, lazy eyes. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2022-94506 with incorrect sections b1, b2, h1, h6. Corrections to previous MDR are made in this report as follows. Section b1 was corrected to adverse event and product problem. (Only product problem was selected in previous MDR). Section b2 was corrected to other serious or important medical events. (Previously it was blank) . Section h1 was changed from malfunction to serious injury. Section h6- health effect - impact code was updated.